Event description:
The initial reporter received questionable elecsys ft4 iii results for one patient tested on two cobas e 411 immunoassay analyzers. The elecsys results were reported outside the laboratory. The customer provided the patient's sample for an investigation and the sample was tested on a cobas e 411 immunoassay analyzer and an abbott architect analyzer. Refer to the attachment on the medwatch for all patient data. The customer's e 411 immunoassay analyzer had a serial number of (B)(4). The ft4 reagent lot number and expiration date was requested but not provided. The investigation's e 411 immunoassay analyzer had a serial number of (B)(4). The ft4 reagent lot number was 579081 with an expiration date of (B)(6) 2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The patient's sample was provided for an investigation. Upon further investigation of the patient sample, an interferent against a component of the tsh reagent was not detected. The tsh results obtained with the patient's sample were between 44.8 uiu/ml and 55.2 uiu/ml, which were all above the reference range. The investigation tested the sample on a cobas e 411 immunoassay analyzer and the ft4 result was 1.67 ng/dl, within the reference range. The investigation analyzed the sample with size exclusion chromatography. The investigation found that macro-tsh was available in the patient's sample. Product labeling states, "the presence of autoantibodies may induce high molecular weight complexes (macro-tsh) which may cause unexpectedly high values of tsh." The mathematical differences in the ft4 values, generated with the different analyzers, are consistent with differences in the setups of the assays, the antibodies used and differences of the standardization materials and procedures used. Product labeling states, "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.